Event description:
The pt visited our or for video assisted thoracoscopy with biopsy. During the procedure, the surgeon asked for echelon 45 staple. Surgeon applied the staple on the pt's left lung for biopsy. Surgeon closed the staple and tried to advance to cut but he could not advance nor release the staple. Surgeon was able to release the staple. Surgeon used another staple to proceed the surgery. Dates of use: (B)(6)2010 - (B)(6)2010.